Manufacturer narrative:
Continued e1 phone numbers: (B)(6) ; (B)(6); email: (B)(6) . A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and swollen lymph nodes/glands are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: intracapsular rupture and axillary lymph nodes with silicone and abnormal enhancement.

Event description:
Physician reported left side intracapsular rupture and axillary lymph nodes with silicone and abnormal enhancement. Device remains implanted